Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a lead screw and high-pressure test were completed and passed within specifications. Instructed customer to change the infusion set and site and use manual injections as per md protocol.